Event description:
Dental electric handpiece. Adec wh, overheated and caused tissue burn to patient's mucosa. I do not feel the product manufacturers adequately describe this danger and only promote the high torque and cutting efficiency. The problem is when using the handpiece aggressively I found out how much heat can be produced and created a burn on the inside of the patient's check. Only upon reading about this in the american dental association's ada news that I realized this was common problem, and I encourage the manufacturers to highlight this more.